Event description:
It was reported that the patient with this right ventricular (rv) lead arrived at the heath care facility feeling unwell. Analysis was performed and through x-rays it was noticed that the lead had experienced perforation. This perforation led to the lead exhibiting loss of capture. Exit block was also noted. A replacement procedure was successfully performed the next day. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead arrived at the heath care facility feeling unwell. Analysis was performed and through x-rays it was noticed that the lead had experienced perforation. This perforation led to the lead exhibiting loss of capture. Exit block was also noted. A replacement procedure was successfully performed the next day. This lead is not expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier. D6a: implant date. D6b: explant date.